Manufacturer narrative:
Covidien reference: (B)(4). The ventilator was returned for investigation. The device was powered on and passed testing. The device was put into ventilation mode and no alarms occurred. The investigator found that the alarm silence light was blinking frequently but could be silenced when powered off. This indicated there was a short in the membrane. The membrane was changed and a missing gasket was replaced. The device then passed all testing.

Event description:
It was reported that a ventilator had a constant alarm and the alarm silence button was not working. There was no patient involvement.